Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime a33 or excessive no delivery tests or verify the audio/vibrate anomaly due to the buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not clear low reservoir alarm due to keypad anomaly. The customer's blood glucose level was 219 mg/dl. The customer reported that the troubleshooting was performed by pressing the escape and act button unsuccessfully. The insulin pump will be returned for analysis.